Event description:
It was reported that log files were unable to be uploaded despite multiple attempts. The system controller was exchanged based on the abbott engineer's recommendations. There were no log files submitted due to the inability to save the data.

Manufacturer narrative:
Section b3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Related manufacturer reference number: (B)(4) (hm3 lvas).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the inability to download log files from the controller was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded without issue. The downloaded controller event log file from the returned system controller contained data spanning approximately 3 days (18dec2023 ¿ 21dec2023 per the timestamp). The controller was able to operate as intended when the driveline was inserted. During the evaluation, the controller was functionally tested and passed all steps without issue. Log files were downloaded from the controller without any issues or atypical alarms active. The controller was also able to operate on a mock circulatory loop for an extended period of time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly insert the memory card. The IFU states ¿the data card is inserted into the slot located behind the door on the left side of the system monitor, with the white side facing the front of the system monitor. The system monitor beeps when the card is correctly inserted.¿ the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.